Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr. Reportedly, the first proglide was inserted with no issues. A second proglide was placed; however, after the footplate was moved to its original position, during removal, the footplate caught on the arterial wall causing it to tear. It was believed the footplate did not retract completely back inside of the device and the footplate was still in the open position. Manual arterial compression was applied for 15 minutes to control the bleeding. The sheath was upsized to 12fr and the aaa procedure was completed. At the end of the procedure, when attempting to tighten the sutures, a suture break occurred. Another proglide was used but hemostasis was not achieved. A sheath was inserted into the sfa below the original access site to assess the damage to the artery-no obvious damage was noted. Manual arterial compression was applied for 20 minutes until hemostasis was achieved. A blood transfusion was given. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. At the end of the procedure, when attempting to tighten the sutures a suture break occurred. Another proglide was used but hemostasis was not achieved. A sheath was inserted into the sfa below the original access site to assess the damage to the artery-no obvious damage was noted. Manual arterial compression was applied for 20 minutes until hemostasis was achieved. A blood transfusion was given. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported suture detachment could not be confirmed as the suture was not returned for analysis. The reported foot retraction problem could not be confirmed as the device was returned with the foot fully retracted. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported foot retraction and suture detachment could not be determined. The reported hemorrhage, tissue damage and subsequent treatment appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.